Event description:
The day following the carotid artery stenting procedure, the pt was noted to show some speech and cognitive difficulties. A CT of the brain did not show acute changes. The pt's symptoms were unchanged when pt was discharged from the hosp. No other events have been reported for this pt. At the one month follow up visit the pt was free of symptoms. No additional info was available.

Event description:
It was reported that after a carotid stent procedure, the patient experienced a stroke.